Manufacturer narrative:
Per tandem¿s t:slim user guide: the warranty is valid only if the t:slim pump is used in accordance with tandem's instructions for use and user manual and will not apply if: damage results from service or repairs performed to any part of the t:slim pump by any person or entity other than tandem. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button intermittently stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. Reportedly, the customer had removed the wake button for inspection. The customer's blood glucose level was not impacted. The customer reported that the pump works as intended, and would continue using the pump for insulin therapy. Reportedly, manual injections were available as alternate insulin therapy if needed.